Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced, and the unit was returned to service. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Mfg date: date of device manufacture unknown at time of MDR submission.

Event description:
The hospital reported the bag/vent switch was not operating as expected during pre-use checkout. There was no report of patient involvement.